Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient(pt) states they think they need to change their program on their stimulator. Pt states they have an appointment today at 3:00pm with their doctor. For the probably a month now, they have been doing the "pee pee dance" when they go to the bathroom. Pt states this is the reason they had the device implanted but feels it's gotten worse. Pt states at this point they haven't tried increasing stim on the current program either. Pt services walked pt through connecting to the implant and pt states they are seeing por and stimulation has turned off. Pt states they just charged their implant last night. Pt was able to bypass message and turn stim back on. Pt increased to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the stimulation being turned off was unknown. When asked what steps were taken to resolve the issue, they reported that they turned it back on and that the issue has been resolved. The patient did not respond to questions about the power on reset (por). No further information was provided.